Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via(B)(4) that an ar-13991n surefire¿ scorpion¿ needle broke mid-case when activating the needle and hit the acromion and broke. All fragments were retrieved from the patient. The case was completed using birdbick forceps to finish. This was discovered during a procedure on (B)(6)2024, with no reported patient harm. Additional information was received on 01/02/2024: the procedure used no attachments to the needle, only the scorpion forceps were used. No extra time was added, and the surgery ended as planned. There were no adverse effects on the patient due to the issue. No photos or videos were taken of the event. This was discovered during a shoulder arthroscopy for a rotator cuff repair procedure on (B)(6)2024.